Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 400 mg/dl. During troubleshooting with tandem technical support, it was identified that insulin was not observed to be exiting the infusion set tubing. Reportedly, the customer reverted to manual injections for insulin therapy.